Event description:
On (B)(6) 2007, the primary tlif surgery was performed at l5-s1 using stryker's trio system and other company's cage at l5/s1. On (B)(6) 2010, the sales rep obtained that the bone fusion has been obtained although it is unk when the surgeon confirmed the bone fusion. On (B)(6) 2010, the revision surgery was performed. This revision was to remove the implants on right side only in order to make decompression on the right l4/l5. The revision was performed as following step and the problems reported are stated. The pt was opened as good enough to see the right side construct which was to be removed.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result and conclusion will be made available following engineering evaluation.